Event description:
The customer reported that his sensor and blood glucose readings were off. The customer's sensor glucose reading was 108 mg/dl but his blood glucose level was 37 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.